Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon further communication with the study site, it was reported that there was a date entry error. No adverse event related to the cook wayne pneumothorax catheter occurred. The cook device was removed upon resolution of the treatment condition. Therefore, there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a cook device. As such, this complaint will be canceled by the manufacturer.

Event description:
It was reported that a wayne pneumothorax catheter leaked and required replacement. While in the emergency department, the patient was diagnosed with a traumatic pneumothorax. The diagnosis was made by x-ray. The clinician did not indicate that the patient had a medical condition that would affect the procedure or successful intended use of a drain. The device was placed emergently in the patient's right lateral chest at the bottom of the fourth intercostal space. The technique used was unknown. However, the device was placed successfully. No imaging was performed during device placement of the device. Placement was confirmed by x-ray after the wayne pneumothorax catheter was placed. The catheter was then attached to wall suction (active) for initial drainage, which was successfully achieved. The device remained indwelling for five days. The cook chest drain valve nor the simple pneumothorax aspiration accessory set (c-casp-a_ford) was not used at any point during the catheter's indwell time. The patient was being monitored in the intensive care unit (ICU). Leakage was identified in the wayne pneumothorax catheter. The wayne pneumothorax catheter was removed and an additional chest tube was placed. The patient was discharged 16 days after admission.

Manufacturer narrative:
B3 (date of event): 01jan2017 to 31dec2019 d4: possible rpn's: c-utpty-1400-wayne-112497-imh or c-utpt-1400-wayne-112497-imh, c-utpt-1020-wayne-imh, c-utpt-1400-wayne-imh. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.